Event description:
It was reported to philips that a beam propeller position error occurred due to a defective potmeter and cabling on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the beam propeller potmeter, calibrated it, and advised spc2 pcb replacement if the issue persists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).